Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door latch was broken. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latch was broken. A field service engineer (fse) found that door 3 hasp was broken and replaced the hasp to resolve the issue. The system functioned as intended after the field service engineer repaired the device.